Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the bd insulin syringe with the bd ultra-fine¿ needle experienced the cannula breaking off or pulling out. The following information was provided by the initial reporter: consumer reported, when she tried to draw up her insulin, the needle broke completely off. Lot: 0209874. Catalog: 328468.